Event description:
At 500 micron spot size in green, doctor had to increase power and time to get any burn. Doctor reported seeing a doughnut shaped beam. Suddenly he got a surge of power causing an excess tear and hemorrhage. When this happened the doctor noticed that the doughnut shape was gone. Result: retinal tear and small hemorrhage.

Manufacturer narrative:
H3 - it cannot be determined what actually caused the event. Most probable cause was conatmination. Contamination was found at 100 x magnification and therefore minute. The analysis of the fiber show low transmission and beam needing alignment. Coherent's field service engineer checked the laser on the same day the incident happened and could not find any problems with the fiber, the laser or the calibration. All safety circuits were functioning properly. Fibers are 100% inspected for transmission before they leave the plant. Records show this fiber was within specification when it was mfg.